Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified, narrow, 95% restenosed proximal to mid left anterior descending artery (lad). After pre-dilation was performed with a 1.5x15 mm mini trek and a 2.0x30 mm non-abbott balloon, an attempt was made to advance the 2.5x33 mm xience xpedition stent delivery system; however, it would not cross. An attempt was made to advance a 2.5x12 mm non-abbott balloon for additional pre-dilatation; however, it would not cross. A 2.0x12 mm mini trek balloon catheter was advanced; however, a dissection occurred in the proximal lad. Another attempt was made to cross the same 2.5x33 mm xience xpedition stent delivery system; however, it still would not cross. A 2.5x15 mm xience xpedition was able to cross and deployed treating the dissection successfully. The patient is reported to be well. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: pilot 50. Inflation: dolphine. Guide cath: medtronic al1. Rhv: dolphine. Sheath: terumo 6f. There was no reported product deficiency. The reported patient effect of vessel dissection is also listed as a known adverse event in the instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.